Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect thoracic radiolucent clamp, 07/26/2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that a site's spine clamp screw was stripped and no longer can be tightened properly. This damaged was noted while in site sterile processing. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned clamp found that the reported event was related to a physical damage issue caused by the user. The spine clamp screw was stripped and can no longer be tightened, nor could it be loosened. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.